Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 cubies were failed. A field service engineer (fse) logged into the station and verified the failure. The fse then logged into the hardware test application (hta) and confirmed the reported malfunction, which was an obstruction error for the retractor band. The fse powered off the station, replaced the retractor band, and restarted the device. After logging back into the hardware test application (hta), the cubies were detected successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay. There were no adverse events or injuries reported based on this event.